Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a worn reciprocating arm, was out of calibration, the control bar was not in the correct position, and the 2 inch width plate was damaged. The reciprocating arm and screws were replaced, and the device was re-calibrated and resolved the reported issue. The width plate was returned unrepairable. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time the device was not working. It is unknown if there was patient impact or delay. During product evaluation it was found that the width plate was damaged. Due diligence is complete and there is no additional information available.